Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer's blood glucose was 588 mg/dl at the time of incident. The customer's blood glucose was 46 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pump and low blood glucose with food. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.